Manufacturer narrative:
(B)(4). A pneumatic interface (pi) was returned for investigation. A visual inspection was performed, and no anomalies were observed. The pi was attached to the failure investigation test ventilator for analysis, and powered. The ventilator passed power on self-test (post) and calibration, and no errors were recorded in the diagnostic logs. The ventilator was set into ventilation mode for a minimum of 24 hours, without generating errors or alarms. The pi was brought to production for functional testing, and no fault was found. The customer reported malfunction was not verified.

Manufacturer narrative:
(B)(4). The service engineer found a damaged exhalation valve flow sensor and installed an exhalation valve flow sensor.

Event description:
It was reported that the ventilator had a vent inop condition. There is no reported patient involvement associated with this event.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.